Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es there were upload processing errors and user errors during transactions following the server upgrade to software version 1.8. According to the report there was a delay in dispensing the medication. Bd engaged with the customer to assist in resolving the issue. It was determined that the issue was related to server upgrade process and missing some data in the server database. The issue was resolved by reverse syncing the device and upgrading the software. There was no harm reported.